Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user indicated that the patient profile was not transferring to pyxis. For patient medication identifier 1106100, nurses were unable to view the patient profile and associated medications on the pyxis screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user indicated that the patient profile was not transferring to pyxis. For patient medication identifier 1106100, nurses were unable to view the patient profile and associated medications on the pyxis screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the root cause remained undetermined because the server and pes both displayed current cce sent time, successfully processed message time, last upload, last download, and last heartbeat, indicating that communication had been functioning normally. The technical support specialist resolved the concern operationally by contacting the customer, informing them of the patient-not-crossing-over issue, and requesting confirmation to verify whether the problem still persisted. The system functioned as intended after the technical support specialist completed the troubleshooting and investigation.